Manufacturer narrative:
Date of event: unknown, not provided; best estimate is between (B)(6) 2020 and (B)(6) 2020. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis monofocal intraocular lens (iol) was explanted from the patient''s left (os) eye due to diplopia and anisometropia. The patient''s vision is not focused evenly. Incision was enlarged slightly and no additional surgical intervention was required. The replacement lens is the same model lens but a higher diopter (23.5), serial# (B)(4). Patient outcome is unknown and no further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: a specimen cup, and the replacement lens'' daisy wheel were received. Both the specimen cup and daisy wheel were empty. Therefore, further evaluation cannot be performed. The complaint issue reported could not be confirmed, and a product deficiency could not be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.